Event description:
The doctor had difficulty removing the balloon through the sheath. The procedure being performed was tips (trans liminal intra hepatic percutaneous shunt. A stent was also used during the procedure. The balloon was inserted through a 6f pinnacle sheath. The doctor was not able to remove the balloon through the sheath to the whole system had to be removed. No patient injury was reported.